Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that prior to clip deployment, the lock line could not be removed. The clip was deployed and during removal of the clip delivery system, resistance was felt from the lock line. The clip detached from the mitral valve leaflets and embolized, which is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve leaflets. After a successful grasp, clip deployment was started; however, the lock line could not be removed. The decision was made to continue clip deployment, so the clip was released and the gripper line was removed. After this, the cds with the lock line still attached was retracted into the steerable guiding catheter (sgc) and resistance removing the cds was noted due to the lock line. While retracting the cds, the clip arms opened and the clip embolized into the left atrial appendage (laa). The cds and sgc along with the lock line were successfully removed from the patient. An attempt was made to snare the clip from the laa, but was unsuccessful. The clip remains in the laa. Two additional clips were implanted, reducing the mr to 1-2. Another echocardiogram is planned. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the lock line could not be replicated, but was determined to be due to the identified knot on the lock line. The difficulty removing the clip delivery system (cds) from steerable guiding catheter (sgc) could not be confirmed. The reported complete clip detachment could not be replicated in a testing environment as the clip was not returned with the cds. The clip opening while locked was tested with a proxy clip and could not be confirmed as the clip remained locked. A review of the lot history record revealed no manufacturing nonconformities in this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use (IFU) indicates that lock line removal should occur prior to the delivery catheter shaft detachment. As the entire lock line removal sequence was not performed prior to clip deployment, the additional tension on the lock line during cds removal likely resulted in the clip opening while locked and subsequent complete clip detachment. This suggests that user error contributed to the clip opening while locked and complete clip detachment. However, it cannot be determined if user technique resulted in knot on the lock line and subsequent inability to remove lock line. Based on the information reviewed and the evaluation of the returned device, it is possible that the end of the lock line became knotted during the unwrapping/removal process and; therefore, caused the inability to remove the lock line (user technique); however, a definitive cause for the knot could not be confirmed. The reported difficulty retracting the cds from sgc, clip opening while locked and subsequent complete clip detachment are all procedural conditions of the user error associated with performing clip deployment prior to the lock line being removed. Additional tension on the lock line, while there is a knot present, could result in tension on the clip components and result in difficulty removing the cds from sgc and the clip opening while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.